Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05297. It was reported that the patient presented remotely. Review of the transmission revealed a waveform that looked like potential noise on both leads. The patient was then seen in clinic and a chest x-ray revealed that both right atrial and right ventricular leads were dislodged. The atrial lead was undersensing due to the dislodgement, and the ventricular lead was over-sensing far p-waves as it was dislodged into the atrium. The leads were repositioned on (B)(6) 2020. The patient was in stable condition throughout.